Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient was at home just sitting in a chair and suddenly got an alert that he was high. The egv at that time was not documented. He did not feel any symptoms of hyperglycemia. During that time, the patient could not remember the exact cgm and bg values. Then after a few mins, he passed out. It was not confirmed during the call what the cgm and bg values were. It was not specified whether the patient passed our due to hypoglycemia or hyperglycemia. The patient's family member called the ambulance and emt came and took him to the hospital. According to the report, the patient declined to provide further details about the episode. Attempts by ts to contact the patient for more details were documented as unsuccessful. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.